Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable results for 2 patient samples tested for elecsys estradiol iii assay (e2 iii) on a cobas e 411 immunoassay analyzer. Patient 1 initial e2 iii result was 3991 pmol/l. The sample was tested on another cobas e411 with an e2 iii result of 9363 pmol/l. The sample was retested on the original cobas e411 with an e2 iii result of 9215 pmol/l. On (B)(6) 2018 patient 2 initial e2 iii result was >11010 pmol/l, with a data flag. The sample was retested with a 1:5 dilution with an e2 iii result of 413.2 pmol/l. The sample was tested on another cobas e411 with an e2 iii result of 219.4 pmol/l. The sample was retested on the original cobas e411 with an e2 iii result of 207.6 pmol/l. The erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The e2 iii reagent lot was 252578 with an expiration date that was not provided. The field engineering specialist was unable to find a root cause. As a preventative action he cleaned the fluidics system.

Manufacturer narrative:
A field engineering specialist performed precision testing and decontaminated the system. The investigation is currently ongoing.

Manufacturer narrative:
The field engineering specialist performed multiple mechanical checks but was not able to find a root cause. Following the decontamination performed by the field engineering specialist, the customer has not reported any further issues. The investigation was unable to find a definitive root cause.